Event description:
Device issue: difficulty to deploy time of device issue: during the procedure. Adverse event: required intervention add'l stent to treat hemorrhage onset of adverse event: during the procedure. It was reported that the graft master was being used to treat a post operative hemorrhage from the common hepatic artery; however, the stent slipped back when the stent delivery system balloon was removed. A second device was used to treat the hemorrhage. No add'l info is available.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. A f/u report will be submitted with all add'l relevant info.